Manufacturer narrative:
Philips service found no fault and identified training as required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the detector and collimator were misaligned, affecting the field of view on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.